Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right atrial (ra) lead exhibited gradual noise over-sensing, which resulted in inappropriate mode switching. An insulation breach was suspected as the noise was reproducible with ergonomics from the patient. The ra lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.